Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Further event information obtained reported that the customer's blood glucose level was trending downward.

Event description:
Received information stating that the customer's fill estimate was inaccurate. The customer's blood glucose level was reported high (400mg/dl), however, he has also indicated that he had a surgery shake.